Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up and upon interrogation an increase in rv pacing lead impedance and thresholds were noted. The patient will be enrolled in merlin.net at home monitoring, and be brought into clinic in one month.